Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer found no hardware issues. System checks passed, with no errors. The condition of all seals, tubing, probes, mixer, and hardware adjustments were checked. Performance testing passed. Calibration and control data were reviewed and all results were passing. The sample was visually inspected and it was noted there was debris in the sample cup.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys total psa immunoassay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a total psa value of 0.675 ng/ml and this value was reported outside of the laboratory. The doctor questioned the result, so the sample was repeated, resulting with a value of 0.011 ng/ml. The 0.011 ng/ml value was believed to be correct. The sample was also sent to a sister hospital for testing with an unknown method and it resulted with a value of 0.00 ng/ml. The total psa reagent lot number was 38151001, with an expiration date of 30-apr-2020.